Event description:
To summarize this event, a 15mm amplatzer septal occluder (¿aso¿) was attempted but was resized for a smaller device. A 13mm aso was then opened and implanted successfully. The defect was measured with echo and a sizing balloon to stop-flow as well as a waist measurement at 15mm. Rims were noted to be adequate. Hours later, the device was found to have embolized. The patient was taken back to the cath lab for percutaneously removal; however, this was unsuccessful. The patient was taken to the operating room for removal of the device and repair of the atrial septal defect. The patient did well, was extubated and had a smooth postoperative course.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The medical records and images have been received at aga medical and are currently being reviewed by aga's medical consultant. Upon completion of this review, a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: based on the ice images provided, the secundum asd had adequate ivc and svc rims. The aortic rim was relatively small and the posterior rim was adequate, but thin. The superior rim was inadequate and the av valve rim was a decent size. Although the static diameter of the defect measured 8-9 mm, it did not take into account the redundant nature of the posterior rim. If this was taken into account, the defect would have measured about 16mm. Balloon sizing was performed and the defect was measured to 15mm. A 15mm aso was implanted but it appeared to be too large for the defect and hence removed. A 13mm aso was placed. A thorough evaluation was performed before the device was released. According to aga's medical consultant's review of the images provided, the aso embolized due to an undersized device. The 13mm aso was chosen since the 15mm aso appeared too large. However, a thorough review of the images revealed the 15mm aso was not well seated and a shunt was noted around the aso after deployment. If the aso was too large this shunt should not have been seen. This is a typical picture when the edge of one of the discs is in the asd. The device appeared too large and did not acquire its original profile. The waist of the 15mm aso did not expand fully to occupy the defect as the defect was being stented by one of the discs edge. The deployed device waist measured 8-9mm when it should have measured 15mm. In addition, if the aso was in the correct position, it would have hugged the aorta. The bulky nature of the device erroneously gave the impression of an oversized device. A smaller device was placed, and it unfortunately embolized.